Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S/w: 4.11 e. Pump passed displacement test. Unit was received with cracked reservoir tube retainer and cracked case along the side of the battery tube. The p-cap locks properly into place.